Event description:
It was reported that during a transcatheter aortic valve implant procedure, into anatomy with a dilated ascending aorta and calcified, bicuspid valve due to an apparent fused right coronary cusp (rcc) and left coronary cusp (lcc), an infold was noted at 80% deployment and the valve was withdrawn. A different valve was used for implant but moved ventricular on final release and the transcatheter valve waist ended up at the native annulus. The valve was snared and a non-medtronic valve was implanted inside the medtronic transcatheter valve.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012867009); product type: 0195-heart valves. Product ID l-evolutfx-2329 (lot: 0012583310); product type: 0195-heart valves. Product ID l-evolutfx-2329 (lot: 0012886157); product type: 0195-heart valves. Product ID d-evolutfx-2329 (lot: 0012867009); product type: 0195-heart valves. Product ID evfxplus-29 ((B)(6)); product type: 0195-heart valves. Elect patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, into anatomy with a dilated ascending aorta and calcified, bicuspid valve due to an apparent fused right coronary cusp (rcc) and left coronary cusp (lcc), an infold was noted at 80% deployment and the valve was withdrawn. A different valve was used for implant but moved ventricular on final release and the transcatheter valve waist ended up at the native annulus. The valve was snared and a non-medtronic valve was implanted inside the medtronic transcatheter valve. Additional information was received that a pre-implant balloon dilation was performed and a non-medtronic guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. Prior to the second valve moving ventricular, the implant depth was 4 mm on both the non-coronary cusp (ncc) and lcc. A procedural delay of five minutes occurred as a result of the infold.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in two yellow ziplock bags in its original box and jar, fully submerged in a clear, unknown solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped. All leaflets exhibited signs of creases and frame imprints. The leaflets were flexible. All leaflets appear to be in the slightly open position. Thrombus was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event cannot be performed. Corrected data: b1. H1. H6. Additional codes. Updated data: d9. H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.